Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. H6 device code grid: correct from premature activation to difficult or delayed activation. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, there was some slight flattening noted to the distal tip of the delivery catheter. The stabilizer was kinked at 3 cm from the distal tip. The subject stent was returned in its fully deployed state with no anomalies noted. The functional test reveal that the stent had already been fully deployed. The delivery system was flushed, and the stabilizer was removed from the delivery catheter without difficulty. The delivery system was advanced through a demonstration intermediate catheter without difficulty. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event ¿stent delivery catheter/guide catheter friction' was not confirmed during device analysis. The remaining reported event 'stent partial deployment' could not be replicated. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. In the follow-up gfe replies it was stated that 'the stent has a segment that opens during transportation'. However, this would have been noted during initial inspection. Continuous flush was set up and maintained throughout the clinical procedure and the tortuosity of the patients anatomy was reported as 'severely tortuous' with 80% stenosis and calcification at the lesion. It was reported that 'the patient presented with severe stenosis at the c6-c7 segment of the internal carotid artery (ica). The prepared stent was advanced along a 3m guidewire wire. When the stent system reached the aortic arch, resistance was encountered. When the physician attempted to withdraw and re-advance the stent system, it was found that the first section of the stent had already protruded from the distal end of the outer catheter. The physician then withdrew the stent and replaced it with a new one to successfully complete the surgery. In the follow-up gfe replies it was noted that resistance was noted between the outer body and the guide catheter. It was also stated that during advancement or repositioning of the device, the inner body was not advanced independently of the outer body. Finally, we are informed that after removal, the physician did not attempt to deploy the stent on the table (outside the patient¿s body). The stent was returned for analysis in a fully deployed condition which is not aligned with the information provided. The stent was inspected and noted to be undamaged. The outer catheter (stent delivery catheter) and the stabilizer were both damaged towards the distal end. It is not clear exactly what occurred which led to this event and to the damage noted to the various parts of the subject stent system. However, it is likely that the rhv of the outer catheter was not fully locked down on the inner body (stent stabilizer). This would lead to inadvertent movement of the stabilizer during advancement of the stent system through the guide catheter, resulting in premature deployment of the stent. The as reported event as well as the as analysed event will be assigned handling damage as this complaint appears to be associated with a product that met the companies design and manufacturing specifications, but performance was limited due to handling damage that most likely occurred during device preparation.

Event description:
It was reported that the during the procedure of balloon dilation and stent implantation of the internal carotid artery (ica), the subject stent system encountered resistance at the aortic arch. When the physician attempted to withdraw and re-advance the subject stent system, the first section of the subject stent had already protruded (partially deployed) from the distal end of the outer catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure of balloon dilation and stent implantation of the internal carotid artery (ica), the subject stent system encountered resistance at the aortic arch. When the physician attempted to withdraw and re-advance the subject stent system, the first section of the subject stent had already protruded (partially deployed) from the distal end of the outer catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.